Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified the reported failure mode in the diagnostic fault logs. However, the stm found no failure of the iabp upon evaluation. All functionality and safety checks were passed to factory specifications, and the iabp was returned to customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) generated a leak alarm while supporting a patient. No adverse event was reported.